Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user, newly trained and starting ilet use, experienced a low glucose event after announcing and eating dinner, with cgm showing 57 mg/dl trending down and a confirmatory fingerstick of 69 mg/dl; the event was managed per hypoglycemia protocol with 15 g fast-acting carbohydrates, and the agent provided education on early use expectations and meal announcement timing. Symptoms included no reported clinical manifestations of hypoglycemia. Outcomes included recovery to a fingerstick of 76 mg/dl with a steady trend and continued home monitoring without need for medical intervention. Investigation included customer interview and device-use troubleshooting and education. Investigation of this case revealed that early adaptive dosing likely resulted in an overcorrection following the first meal announcement, consistent with expected glucose variability during the initial ilet learning period, with device function otherwise unremarkable. It was concluded, based on previously established findings for similar reports, that the cause was user adaptation period and expected device behavior during initial algorithm learning.